Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for incorrect fill line was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of incorrect fill line was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode incorrect fill line. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tube the fill line position was incorrect. This event occurred 15 times. The following information was provided by the initial reporter. The customer stated: the "fill line is in the wrong place."